Event description:
It was reported that the atrial lead exhibited noise. The physician elected to change programming to vvi. The patient would be monitored via regular office visits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.